Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the screen backlight was going out. It is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. A service quote for repair was sent to the customer for approval.

Manufacturer narrative:
A service quote for repair was sent to the customer for approval; however, the customer did not accept the quote. Therefore, philips was not able to evaluate or repair the device. No work order was generated, and it is unknown what the outcome of the service event was. No further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.